Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was stuck on the fill tubing screen, then disconnected, pressed and held until drops were observed, reconnected, and filled the cannula, after which insulin therapy was resumed. The user had eaten without announcing a meal and experienced hyperglycemia, with a highest reported blood glucose of 286 mg/dl for approximately one hour. Symptoms included elevated blood glucose without reported physical complications. Outcomes included no alerts for prolonged hyperglycemia, no ketone testing, no back-up therapy, no medical intervention, and no assistance required. Investigation included remote troubleshooting and education, including guidance to monitor glucose for one to two hours and to call back if glucose did not regulate. Investigation of this case revealed that the event was consistent with a missed meal announcement and resolved after proper fill and resumption of therapy, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, were the likely cause.